Manufacturer narrative:
Batch review performed on 10 april 2018. (B)(4).

Event description:
About 5 months after primary the surgeon revised the patient for a knee infection. The surgery was completed successfully.